Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by surgeon that patient is being explanted due to an open wound at unspecified location. Information was later received that open wound was located at generator site and was caused by an infection. The physician does not know the cause of the infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional relevant information has been received to date.